Event description:
It was reported the power cord on the rover sparked. Attempts to collect additional information from the account have been unsuccessful. It is unknown if there was patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service tech and the complaint was confirmed the plug was melted at the end from wear. The powercord was replaced and tested.